Manufacturer narrative:
On 1/18/2018 - we requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On 1/18/2017 - the consumer claims the unit gave her electrical sparks on her back. Burn marks were on her bed. Medical attention was not received.